Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test as high during preventive maintenance. The pump was programmed with the volume to be infused of 20ml, flow rate 40m/hr, actual amount infused were 21.3 ml, 21.4 ml, 21.1 ml. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected informationg3: the customer reported over infusions which were within 10%. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed flow rate was unable to be reproduced. Evaluation performed flow accuracy test at rate 40 ml/hr and vtbi: 20 ml and it passed. The event history log was reviewed for the reported event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.